Event description:
It was reported that an ilet user experienced hypoglycemia while using the device and alleged that insulin delivery continued at glucose values in the 100¿130 mg/dl range, prompting discontinuation of use at the direction of the healthcare provider and a request for device return and investigation. Symptoms included hypoglycemia. Outcomes included patient-reported adverse effects and concern for device malfunction. Investigation included customer support review, return authorization for the device and unopened supplies, and initiation of internal review for a device performance investigation. Investigation of this case revealed that the cause could not be determined based on available information, and no device evaluation has yet been completed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.